Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 004892: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2014 for preventative maintenance. The customer called in a service request for this item on (B)(6) 2015 and reported the device is running rough and the reverse is inoperable. The previous service condition of preventative maintenance is not relevant to the current complained issue of the device is running rough and the reverse is inoperable. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the device was running rough, and would not run in reverse. The repair technician reported the motor was making a grinding noise. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the hand piece for battery powered driver was running rough and does not run in reverse. It was discovered after it was washed. The sales consultant confirmed that there was no patient involvement and that the issue was found outside the or. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This is report 1 of 1 for (B)(4).